Manufacturer narrative:
Product ID neu_stylet_acc, product type accessory, product ID 3778-45, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6), product type extension, product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6), product type extension, product ID 355531, lot# n307086, implanted: 2011 (B)(6), product type screening, device product ID 3550-39, lot# n293947, implanted: 2011 (B)(6), product type accessory for use by user facility/importer(devices only). (B)(4).

Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found that all conductor wires were broken at the titan anchor site. All conductor wires were broken 16 cm from distal end. A functional test revealed all circuits were open. Analysis of the stylet found no anomalies.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lead had fractured. Prior to the lead revision, the patient had no stimulation on their left side, and device interrogation indicated that impedances were >10,000 ohms on all electrodes. After the revision, the patient had "full coverage" on their left side, "good stimulation on their right leg," and no stimulation on their back. There was no patient injury, and the patient recovered without sequelae. Analysis results were not available at the time of this submission. A follow-up report will be submitted when analysis is complete.